Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was fractured 5.3mm from the tip, and the distal end was missing. The tool diameter at the fracture point was within specification. The fracture plane is perpendicular to the tool axis, and is consistent with plane bending. The likely cause of malfunction is that the tool was moved to the side while not rotating. This tool will fracture at 3-5° of lateral rotation. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying,on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported that tool broke during surgery "neurosurgical surgeon used the tool during the procedure. At the time of the breakage it was not noticed by the doctor but by a nurse. Could not find the fragment after searching in the surgical field and operation room, and then the patient¿s skull was closed. On the following day MRI scanning revealed the residual fragment in the patient skull that reflected the artifact. There is no plan of reoperation for removing the fragment because the patient is too old, and the patient¿s family has understood this situation. The customer is hoping to clarify whether the cause of this issue was the technical error of the doctor, or possible product malfunction." After adequate attempts, no additional information was available on follow-up. The device was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.